Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A total of 16 photos were received. The first 16 belong to the current complaint sample and the remaining 8 are analyzed. The first photo shows a top view of the drain bag attached to the catheter. The next two photos show the catheter funnel and deflated balloon. The fourth photo shows the sample port. The following two photos zoom into the urine collector. The last two photos show the drain bag date code and the catheter cap with the lot number printed. Received 1 all silicone foley catheter attached to the drainage bag. The catheter's drainage funnel was flushed, no obstruction was evidenced, water flowed freely. The drain bag was also flushed with distillate water, no obstructions or slow flow was evidenced either. The reported event is unconfirmed a DHR review is not required. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no problems in the operation room, but on arrival on the ward the urine flow was slow in the foley catheter. Per ucc notification on 23may2024, it was reported that additional sample of material number (pcn#119314) was received.

Event description:
It was reported that no problems in the operation room, but on arrival on the ward the urine flow was slow in the foley catheter. Per ucc notification on 23may2024, it was reported that additional sample of material number (pcn#119314) was received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.